Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens damage/deep cut could be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: evis eus ultrasound gastrointestinal videoscope olympus gf-ue190 important information ¿ please read before use precautions warning do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned without any customer complaint allegation. In addition to the reportable malfunctions, the evaluation found the following non-reportable malfunction(s): due to damage on acoustic lens, water tightness was lost; adhesive on bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device evaluation at olympus, the gastrointestinal videoscope exhibited deep cut / lifting part on the probe unit that reached to the hard part under the pink probe coating and damage to the acoustic lens. There was no patient involvement.